Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where the customer reported leakage, of unspecified solution, on the tubing. The event was noted during infusion. There was no other physical damage reported. There was patient involvement with no patient harm and no healthcare provider harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number. E1 - ext (B)(6).